Event description:
It was reported that premature eri was observed. No further information is available.

Event description:
New information received notes the device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was confirmed. Analysis found high charge time due to an anomalous capacitor.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.